Event description:
A low readings issue was reported with the abbott diabetes care (adc) device. It was reported the customer was receiving unspecified low sensor scan results compared to unspecified readings obtained on a unspecified device. It is unknown whether the customer noted a trend arrow on the device. The length of sensor wear was unknown. As a result, the customer experienced symptoms described as ¿tired, weak, vomiting, ketones were too high¿ and self-treat with juice and sweets. The customer had contact with a healthcare professional and received treatment of "high amounts" of insulin (type/dose unknown) with a diagnosis of hyperglycemia. It was also reported that the customer was hospitalized as they could not assess symptoms. The length of hospitalization was not provided. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection performed on the returned sensor patch and no issue was observed. Data was extracted using approved software and extraction was successful. The watermark was observed at the base of the tail indicating the sensor being properly inserted. Sensor state 7 with event log 11 and sensor state 8 with event log 9 are an indication that the sensor had terminated due to an error recognized by the sensor. This is a part of software design and is not an indication of product non-conformance. Functionality test will be performed on the sensor to verify if sensor is functioning as intended. The returned sensor was further investigated and de-cased. Performed an internal visual inspection on the sensor¿s pcba (printed circuit board assembly); no issues were observed. Performed an smu (source measurement unit) test using connector key to ensure the sensor's electronics were functioning correctly and the returned unit did not have any glucose reading issues. Poise voltage and sensor thermistor testing were both within specification, indicating the sensor was providing accurate glucose readings. The passing of functionality testing is an indication that there were no issues with sensor functionality and electronics. Therefore, this issue is not confirmed. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the libre sensor and sensor kit was reviewed and the dhrs showed the libre sensor and sensor kit met specifications prior to release to distribution. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Physical investigation of product is not anticipated as reporter indicated device was discarded. Investigation will be performed per adc's established processes and procedures, and a report will be submitted upon completion of investigation activities. The operating system is unknown so the g4 - PMA/510(k) number populated is for ios. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue was reported with the abbott diabetes care (adc) device. It was reported the customer was receiving unspecified low sensor scan results compared to unspecified readings obtained on a unspecified device. It is unknown whether the customer noted a trend arrow on the device. The length of sensor wear was unknown. As a result, the customer experienced symptoms described as ¿tired, weak, vomiting, ketones were too high¿ and self-treat with juice and sweets. The customer had contact with a healthcare professional and received treatment of "high amounts" of insulin (type/dose unknown) with a diagnosis of hyperglycemia. It was also reported that the customer was hospitalized as they could not assess symptoms. The length of hospitalization was not provided. There was no report of death or permanent impairment associated with this event.